Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels, high blood glucose levels and drive count values or changes incorrect for moving or coasting alarm on the insulin pump. Customer's blood glucose level went as high as 600 mg/dl and as low as 40 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for the alarm was performed. Customer was able to clear the alarm, rewind and pass the self test. The insulin pump will not be returned for analysis.